Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37083-20, serial # unknown, product type extension; product ID 3550-29, lot # unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type accessory. Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies. Analysis of the extension found the extension was not completely seated in the ins connector port. It was noted that setscrew marks were visible on the #1 connector and on the insulation between the #0 and #1 connectors. Additionally, damage was visible on the proximal edge of the #1 connector and the #1 conductor was broken 1.9 cm from the proximal end. Analysis of the ins plug found the connector sleeve was crushed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, product type: extension. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ¿broken extension electrode number¿ was found with the patient¿s system. A revision procedure was planned in order to attempt to remove the extension and clean the electrode. However, when attempting to remove the extension during the procedure, it was found that ¿with a not torque limited screwdriver it was at the end impossible to get the extension out of the implantable neurostimulator (ins).¿ as a result of the difficulty removing the extension, the ins and extension pair was replaced at the time of the procedure. The issue was resolved following the ins-extension replacement. It was noted that ¿probably by using the older screwdriver¿ without torque limiting that ¿the screw first was getting too tight and therefore it was difficult to open the screw hole for releasing the extension.¿ the issue resulted in ¿a longer operating room procedure.¿

Manufacturer narrative:
Continuation of d10: product ID: 37083-20, serial#: unknown, product type: extension. Product ID: 3550-29, lot#: unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.